Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H.11. Additional narrative: device history review: a manufacturing record evaluation was performed for the finished device lot number (m2410011), and no non-conformance was identified. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the device was returned in a sealed condition, the lubricant at the base and tip of the inner shaft was present in compliance with the device specifications. No other anomalies could be observed. According with the manufacturer procedure, the unit present grease in the tip, because is part of the manufacturing process, the units have two applications of grease, one is in the inner tube and then assembled in the outer tube, then the second application of grease is in the tip. The product per requirements need to have grease inside the tip and on the inner shaft. The overall complaint was not confirmed as the observed condition of the aggressive 4.0mm 5pk would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Report 7 of 9 for (B)(4). It was reported that during an arthroscopy surgery, it was observed that the aggressive 4.0mm 5pk device touched water and it was noted that white foam was between the inner and outer sleeves. It was reported that the device was changed to another one to continue the surgery, the same problem happened again. According to the reporter, there was nine aggressive 4.0mm 5pk devices involved in the event. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.